Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. Device had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, displacement test, operating currents, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer wore the insulin pump while swimming, and the device stopped working. The display would not come on. The insulin pump will be returned for analysis.